Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Evaluation summary: based on the reported events, it was determined that the o-ring of the suction valve had deteriorated, preventing suction. The hospital replaced the o-ring of suction button by themselves , it could be used normally.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user inspected the scope before use. When the scope was inserted into the 25cm distance and a little sputum was found, the user pressed the suction button to attract the sputum. But the suction button could not be reset normally and the sputum could not be sucked out, the patient coughed, stopping using it and pat the back to assist the patient with sputum discharge. After the patient's sputum discharge, the examination was completed with other scope. This event occurred at the time of during use. There was no report of patient harm.